Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a fluid leak was noted from the introducer valve. A brk needle was inserted into the hemostasis valve prior to the reported leak. The device was replaced and the procedure was completed with no adverse consequences to the patient.